Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens exchanged with a different diopter lens. Problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).